Manufacturer narrative:
H6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the unspecified bd intima ii¿ catheter leaked during the drug injection. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2022, the patient required puncture with a closed vein indwelling needle due to enhanced CT examination. Leakage of indwelling needle was found during drug injection before CT scan, which was considered as product quality reasons. Replace the indwelling needle immediately, report related adverse events, and communicate and explain with the patient."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Initial reporter e-mail: unknown device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd intima ii¿ catheter leaked during the drug injection. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2022, the patient required puncture with a closed vein indwelling needle due to enhanced CT examination. Leakage of indwelling needle was found during drug injection before CT scan, which was considered as product quality reasons. Replace the indwelling needle immediately, report related adverse events, and communicate and explain with the patient."